Manufacturer narrative:
(B)(4). This report is for the first of two product issue occurring with the same patient. The second has been reported under MDR# 9680794-2 015-00131.

Event description:
It was reported that during insertion in the ICU, the guide wire deformed and elongated. As a result, the catheter and guide wire were removed from the patient's jugular and replaced without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided on u unraveled guide wire and a dilator. The dilator has been investigated under MDR# 9680794-2015-00131. The guide wire was unraveled toward the distal end. The core wire was broken adjacent to the distal weld. No pieces of wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Operational context caused or contributed to the event. No further action will be taken.